Event description:
Patient advises her vios machine is not working. Details not provided. Unknown if patient missed dose of ohtuvayre or experienced any adverse events. Unknown if product is available for return. Unknown if md aware. No further information, details, or dates available. Indication: chronic obstructive pulmonary disease, unspecified. Vios delivery system lot number: none. Vios delivery system expiration date: 2026-05-16. Vios delivery system serial number: (B)(6).